Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure? Unknown. What tissue was being approximated or sutured when it broke? Unknown. Were there any patient consequences? Unknown. Could you please provide procedure date and name? (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lesion excision procedure on (B)(6) 2020 and suture was used. The suture broke when sewing to close the incision, during knotting. No adverse patient consequences were reported. Additional information was requested